Event description:
Information was received indicating that a smiths medical cadd legacy pump would not allow to change reservoir volume. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. There was no evidence of the reported problem in event log. Functional testing was performed. Investigation found pump was programmed set to lock level 2. Removed lock level 2 and this resolved the issue. The cause of the reported issue was user perception and although duplicated, the device was within specification; as such, no further actions were taken.